Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when attempting to upgrade the programmer with updated software, the two applications did not load. After re-installing one application, an error message was generated when attempting interrogation of an implanted device. It was advised that the reinstall be attempted again. No patient complications have been reported as a result of this event.